Manufacturer narrative:
Batch review performed on 14 december 2018 lot 122441b released on 08 march 2018. Expiration date: 2023-02-27. Totally, (B)(4) pieces produced. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: batch review performed on 14 december 2018 lot 174128: (B)(4) items manufactured and released on 21 december 2017. Expiration date: 2022-11-22. No anomalies found related to the problem. To date, 3 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in,1 months and 9 days after primary surgery, due to a dislocation of the head from the acetabulum, one month after primary surgery. The surgeon revised the bipolar head and implanted a 32mm cocr head, cup and liner.